Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 21x1-1/2 rb had foreign matter during the production process, a dirty cannula with black particles was discovered, please see the following pictures. This concerns your batch 4126045. To facilitate our internal evaluation, we kindly request information regarding your awareness of this defect and whether any similar analyses or potential causes have been investigated in the past. Please note that this is an enquiry and not an official complaint. Can you tell us the date of the incident? Are samples available for examination? If so, where and from whom can we have it collected? Address, telephone number and e-mail address are required. The date of the incident was (B)(6) 2025. Since this is only a single sample, we will be happy to send it to you. Could you give me the corresponding address? Please send the sample to: bd gmbh martin ertl tullastr. 8 -12 69126 heidelberg. Could you please check whether the sample we sent has arrived at your doorstep? The attached investigation report was prepared without the sample and does not contain any statements about the contamination. Yes, the pattern has arrived at me. The report is adjusted again and the pattern has been examined.

Manufacturer narrative:
The complaint was found to be a duplicate of pr of (B)(4). MDR submitted in (B)(4).

Event description:
No additional information.